Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.1 mmol/l (325.8 mg/dl) while wearing the pod between 36 and 48 hours on the arm. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was received fully deployed. Damage was observed to the soft cannula. Upon testing the fluid path, fluid was observed exiting a tear found in the exposed portion of the soft cannula. Although this damage was found, the cause and timing of this damage could not be determined. Multiple attempts were made to download the data from the device, including attempts made using the power supply, but these attempts proved unsuccessful. It cannot be determined if any alarms, timeouts, or drive stalls were present in the device data. No other damages or deficiencies were observed during the investigation.